Event description:
The customer reported to olympus that the single use distal cover fell off from the evis exera iii duodenovideoscope during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. An esophagogastroduodenoscopy (egd) was performed to see if the distal cover was retained in the patient's gastrointestinal tract. After both the ercp and egd were completed, the distal cover was found in the patient's mouth and was retrieved without injury. The procedure was prolonged by 5 minutes with the patient under anesthesia. The distal cover was disposed after the procedure. There was no harm or user injury reported due to the event. This event is reported under the following patient identifiers: (B)(6) - evis exera iii duodenovideoscope; (B)(6) - single use distal cover.